Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a follow up CT scan showing that there is air around the stent graft. There is no additional information at this time. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (infection); (lack of information, cause of event is unknown). Conclusions: (lack of information, cause of event is unknown); known inherent risk of a procedure (infection).